Event description:
The sensor was prepped per the IFU with thirty seconds of swishing in saline. The sensor was released into the left pulmonary artery, the delivery catheter was retracted nearly out of the branch, and the sensor was released. Once the sensor was deployed, the proximal loop became stuck on the delivery catheter. The delivery catheter was manipulated and rotated without release of the sensor. A swan catheter was inserted via the ij approach obtained during troubleshooting pulmonary artery (pa) catheter access to dislodge the sensor from the delivery catheter, but this was also unsuccessful. After an hour of manipulation attempts, an additional physician took over the procedure and was able to the sensor off the delivery catheter using multiple guidewires and additional catheters. The sensor was deployed after using a strong balloon catheter that was "double inflated" to hold the sensor while withdrawing the delivery catheter. The sensor was released, and it was confirmed via a hospital unit reading that the sensor was in the pulmonary artery due to waveform characteristics. The sensor was then calibrated and read on an hes and pes. The case exceeded 2.5 hours in length, and additional sedation was offered to the patient and declined.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. The catheter assembly with hub intact and sensor and tether wires removed was received in the return. Visual inspection of the skiving portion of the catheter was found to be normal. Visual inspection of the length of the catheter was normal with no observations that can be attributed to the event description. The investigation was unable to determine the root cause of the event description. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.